Event description:
Medtronic received information that approximately 6 years 11 months following the implant of this transcatheter bioprosthetic valve cardiac arrest occurred and the patient died. No further information was reported.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.  Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A4: estimated medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b2. Added two additional outcomes attributed to the adverse event b5. Second paragraph. H6. Device code additional annex f codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 years 11 months following the implant of this transcatheter bioprosthetic valve cardiac arrest occurred and the patient died. No further information was reported. Additional information was received that the patient had "previous admissions" (dates were not provided) for sepsis and endocarditis. The last discharge date was approximately one month prior to the patient's death; the patient was still receiving outpatient antibiotic treatment via intravenous therapy at home at the time of death. The patient's family found the patient not breathing in a chair at home. Upon arrival, emergency medical services (ems) found the patient with fixed and dilated pupils. Cardiopulmonary resuscitation (CPR) was initiated and three doses of epinephrine were administered. Ems transported the patient to the hospital. CPR continued for sixty minutes; however, the patient could not be resuscitated. The physician stated the recent underlying medical history cannot be confirmed as the cause of death as the patient was noted to be improving and laboratory results were normalizing. In addition, the physician stated the medtronic valve cannot be ruled out as a contributing cause due to the sudden nature of the death at home. No information was provided regarding the cause of death. An autopsy was not performed.

Event description:
Medtronic received information that approximately 6 years 11 months following the implant of this transcatheter bioprosthetic valve cardiac arrest occurred and the patient died. No further information was reported. Additional information was received that the patient had "previous admissions" (dates were not provided) for sepsis and endocarditis. The last discharge date was approximately one month prior to the patient's death; the patient was still receiving outpatient antibiotic treatment via intravenous therapy at home at the time of death. The patient's family found the patient not breathing in a chair at home. Upon arrival, emergency medical services (ems) found the patient with fixed and dilated pupils. Cardiopulmonary resuscitation (CPR) was initiated and three doses of epinephrine were administered. Ems transported the patient to the hospital. CPR continued for sixty minutes; however, the patient could not be resuscitated. The physician stated the recent underlying medical history cannot be confirmed as the cause of death as the patient was noted to be improving and laboratory results were normalizing. In addition, the physician stated the medtronic valve cannot be ruled out as a contributing cause due to the sudden nature of the death at home. No information was provided regarding the cause of death. An autopsy was not performed. Additional information was received that approximately 6 years and 8 months following the implant of this transcatheter bioprosthetic valve the patient was admitted to the hospital due to infection. Enterococcus faecalis bacteremia was identified with hyponatremia, possible pneumonia, and presumed endocarditis. No vegetation seen on the aortic valve, tricuspid valve, or the non-medtronic pacemaker lead. A peripherally inserted central catheter (PICC) line was placed and was treated for endocarditis. Upon discharge, the patient was continued on antibiotics until approximately two weeks following onset. The event resolved. Per the physician, the endocarditis event was not related to the aortic valve. In addition, an increasing severity of tricuspid regurgitation was noted when comparing the five-year post-operative echocardiogram (mild regurgitation) with the seven-year post-operative echocardiogram (moderate regurgitation). Per the physician, the medtronic valve placed in the aortic annulus did not contribute to the increased regurgitation in the tricuspid valve. No treatment was performed. 39 days after the hospitalization for the enterococcus faecalis bacteremia event, the patient was readmitted to the hospital for septic shock. Hospital course complicated by acute kidney injury (aki) on chronic kidney disease (ckd) and recurrent enterococcus faecalis bacteremia. The patient was transferred to internal medicine services where they continued to have ongoing positive blood and recurrent fevers for five days. Treatment included ceftriaxone and ampicillin for the infection. Transthoracic echocardiogram (tte), transesophageal echocardiogram (tee) and positron emission tomography (pet) computed tomography (CT) were without clear evidence of endocarditis; however, there was ongoing concern regarding seeding of the bioprosthetic aortic valve and/or pacemaker device leads. A six-week trial course of intravenous therapy (IV) antibiotics was followed by an indefinite antibiotic suppression. A PICC line was placed, and the patient was discharged home with home health for IV antibiotics, with a planned six-week course. Per the physician, the septic shock event was not related to the aortic valve. The septic shock event was reported as resolved 16 days after onset. 29 days later the cardiac arrest and death occurred.

Manufacturer narrative:
Updated data: b2 - added additional outcome attributed to the adverse event b5 - third paragraph d4 - UDI h6 - annex e, annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.